Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The medical affairs specialist (mas) spoke to the pt on eleven days later, and was able to obtain/verify limited info. The pt tests his blood glucose 4-5 times a day. He takes sliding-scale humalog insulin based on his meter readings. The pt indicated that the alleged meter issue started on six days prior to original date. The pt mentioned that he had been having "high blood sugars" and 'low blood sugars" as a result of the meter. He also stated that his numbers have been "up and down" and were "way off." The pt also said that he would take 5 readings in a row and all the results would be different. The pt claimed that he passed out in the early morning hrs of early in the original month. He felt as though he was not giving himself the right amounts of medications because of the meter's inaccuracy issue. During each event, the pt said that the paramedics were contacted and he was taken to a hosp for treatment of low blood sugars. He was unable to specify what exact treatment he received. The pt obtains blood samples from his fingers and cleans the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he passed out and received medical treatment for hypoglycemia 3 times after the alleged meter inaccuracy issue began.